Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with battery cap contact missing, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case (battery tube). In summary, customer allegation for cosmetic damage was confirmed during visual inspection when missing battery cap metal contact, cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump accidentally coming out from the pocket, hitting the floor, and the battery came out of it and got damaged. The customer stated the battery cap was damaged and the copper piece contact of the battery cap was missing. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the battery cap damaged, reminded the customer to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it was loose, damaged, or missing. Troubleshooting was performed for the cosmetic damage and the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.